Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) got the alarm twice in one night. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. The supplies had not been damaged by an outlet port clamp or assist device. The hp had restarted therapy with the same set up. The hp had already spoken to the registered nurse (rn). The hp was advised to call the registered nurse (rn) back again and review the alarms with her. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.